Event description:
Unomedical reference number (B)(4). Event occurred in the united states . It was reported that the patient faced infusion set cannula bent on (B)(6) 2024. The insertion site was at hip. The infusion set was in use for 11 hours. The blood glucose level was noted about 400mg/dl. The customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.